Event description:
Additional information received from the healthcare provider reported that the surgery was to replace the implant and attempt to reposition and replace the lead but instead the lead was removed. X-rays had not shown any fractures in the leads. The patient had a loss of stimulation on one lead with impedance outside of normal limits. It was noted during the explant that there was extensive scar tissue around the stimulator pocket and lead. The lead was able to be removed but the scar tissue prevented the new lead from being placed. When the surgeon tried again csf fluid was obtained due to the scar tissue. Several more attempts were made before they stopped trying to place the lead. It was note that the existing lead was connected and only had one impedance value that was off which was consistent with the measurement before the operation. The patient continued to experience lower extremity pain after the operation.

Manufacturer narrative:
Continuation of d11: product ID: neu_unknown_lead, serial# unknown, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Patient reported that battery was defective so when they put a new battery in they tried for 45 min after they pulled the lead out, after they found out the lead had burned up and now their whole right leg, foot is constantly numb and tingly. The patient reported they were told that it was caused by lead that burned the sympathetic nerve. Could not put another lead in. Patient states this happened a few years ago unsure when.